Manufacturer narrative:
Final analysis found burnt marks on the circuit board. It was concluded that the device sustained a high current flow during storms as reported in the field.

Event description:
It was reported that the merlin.net transmitter exhibited power up anomaly after a storm. The prongs were removed and plugged but the device did not power up. The device was returned and exchanged.